Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: capsular contracture baker grade unknown, seroma and lymphadenopathy.

Event description:
Patient representative reported "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implant due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, asymmetry, breast pain, heat sensations, rashes or itching, capsular contracture baker grade unknown , and mass under the arm or breast. Also reported swollen lymph nodes. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress, panic disorder, and anxiety, as well as loss of quality of life, ptsd, and depression; and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl." Also reported chronic insomnia. Significant weight loss or gain, ulcer, irritable bowel/crohn's disease, chronic headache, fatigue and weakness , connective tissue disease, joint and muscle pain, nerve damage (all events are not related to the device.) This record is for the left side. The device has been explanted.